Event description:
Reportable based on the analysis completed on (B)(6) 2013. It was reported that the stent delivery system (sds) would not cross the lesion. The more than 80% stenosed target lesion was located in the left circumflex (lcx) artery. A 4.00x24mm promus element sds was advanced but unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed stent damage and stent moved on balloon.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual examination of the returned device identified that the stent had moved 1mm proximally along the balloon, resulting in the proximal end of the stent being pulled over the proximal markerband. An examination of the stent found that some struts on various rows were misaligned and damaged. No other damage was noted with this device. No issues existed with the tip profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).